Event description:
Per the user facility, during a navigated total knee replacement (tkr), 2 tips of the ortholock ex-pins broke off during removal. Following a risk assessment, a decision was made by the surgeon to leave the tips in as they were embedded in the patient¿s bones. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
No new information.